Event description:
It was reported that during a scheduled review of the cardiac resynchronization therapy defibrillator (crt-d), a recorded episode of pacemaker-mediated tachycardia was observed that contained t-wave oversensing. The physician was informed. The crt-d remains in service and no adverse patient effects were reported.